Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The drive coupler was found to be broken with only the remaining half attached to the motor shaft present. No broken parts were found within the case.

Event description:
It was reported that the instrument broke off inside the motor drive unit. There was no patient involvement and no adverse patient consequences occurred.